Event description:
It was reported that the cdi 500 displayed inaccurate hematocrit and hemoglobin readings on the hematocrit saturation module during pulmonary bypass surgery. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The device was returned to terumo for repair. Several parts were replaced which include the blood pressure monitor sensor head assembly, color ribbon arterial, cable assembly batter, single board computer batteries, and printer circuit board assembly led interface card. The unit was then returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.